Event description:
Additional information was received from the physician stating the cause of the patient's seizures that lasted roughly 5 minutes each were external factors and not related to the vns. No other relevant information has been received to date.

Event description:
It was reported that in may, the patient experienced 1 seizure where he convulsed for 3 minutes but was seizing for a total of 5 minutes. The patient was administered spray twice to combat the seizure. In june, the patient had 1 seizure that lasted 4-5 minutes. It was noted he had not missed any medication and was administered one spray to combat the seizure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.